Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure - the internal shaft on the wedge reamer was bent, we pulled reset the second boss and wedge reamer and still binding reamer shaft, causing a 30 minute delay in surgery.

Manufacturer narrative:
See addtional information for h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2025-00204; 804-06-310, s100 - functional, instrument failure; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.